Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable) and an electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitors guide pin was bent and unable to plug into an electrode belt. The root cause for the damaged pin was unable to be positively identified. No adverse event resulted from the damaged monitor.